Event description:
A home pt contacted baxter's technical service center for assistance during the prime cycle of their automated peritoneal dialysis therapy. Per initial report, the home pt was connected to the pt line of the homwchoice cassette during the prime cycle. Baxter's technical service center assisted the home pt in ending the therapy early. No pt injury or medical intervention was indicated at the time of the initial report.